Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that six weeks after surgery the patient noted the pump was sticking to his scrotum. The reservoir migrated and was easier to feel through his skin right after a coughing fit. An inflatable penile prosthesis (ipp) revision surgery was performed in which the reservoir was removed and replaced with new one in the proper place and also the pump was replaced with a new one implanted as dependent and anterior as possible. There was no device malfunction and the patient is expected to fully recover.